Manufacturer narrative:
This spontaneous case was reported by a consumer and describes the occurrence of pelvic pain ('severe pain') in a 32-year-old female patient who had essure (batch no. Unknown) inserted for birth control. The occurrence of additional non-serious events is detailed below. In 2009, the patient had essure inserted. In 2009, the patient experienced pelvic pain (seriousness criterion medically significant), genital haemorrhage ("excessive bleeding") and dyspareunia ("painful intercourse"). On an unknown date, the patient experienced loss of personal independence in daily activities ("I can't be active with my kids"). Essure treatment was not changed. At the time of the report, the pelvic pain, genital haemorrhage, dyspareunia and loss of personal independence in daily activities had not resolved. The reporter considered dyspareunia, genital haemorrhage, loss of personal independence in daily activities and pelvic pain to be related to essure. The reporter commented: caused me. My divorce after 11 years and 3 kids. I can't be active with my kids, this product ruined my life and everyone refuses to take this devil out of me. Treatment was received. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 11-jun-2020: case will be deleted since it is a duplicate to case 2017-064836, all additional information will be transferred to case 2017-064836. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a consumer and describes the occurrence of pelvic pain ('severe pain') in a (B)(6) year old female patient who had essure (batch no. Unknown) inserted for birth control. The occurrence of additional non-serious events is detailed below. In 2009, the patient had essure inserted. In 2009, the patient experienced pelvic pain (seriousness criterion medically significant), genital haemorrhage ("excessive bleeding") and dyspareunia ("painful intercourse"). On an unknown date, the patient experienced loss of personal independence in daily activities ("I can't be active with my kids"). Essure treatment was not changed. At the time of the report, the pelvic pain, genital haemorrhage, dyspareunia and loss of personal independence in daily activities had not resolved. The reporter considered dyspareunia, genital haemorrhage, loss of personal independence in daily activities and pelvic pain to be related to essure. The reporter commented: caused me. My divorce after 11 years and 3 kids. I can't be active with my kids, this product ruined my life and everyone refuses to take this devil out of me. Treatment was received. Quality-safety evaluation of ptc: unable to confirm complaint. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.